Manufacturer narrative:
The insulin pump alarmed for a motor error during the basic occlusion test due to a faulty force sensor resistor. The motor was tested outside of the device and passed. The insulin pump was received with a cracked case at the display window corners, cracked display window and minor scratches on the display window.

Event description:
The customer called and reported he was priming when he received an alarm on the insulin pump, indicating the force sensor system was compromised. The customer's blood glucose was not known. The customer stated the insulin pump had probably been bumped or dropped prior to the alarm occurring. The drive support cap appeared normal. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.